Manufacturer narrative:
(B)(4). The product analysis will not be performed; the device was discarded by the facility methods: no testing methods performed. This device is used for therapeutic purposes.

Event description:
It was reported that ¿when the adhesive sticker was removed from the patient¿s forehead, some of the patient¿s skin ripped off with it.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.